Manufacturer narrative:
Evaluation summary: kinks were evident along the hypotube. Lumen patency verified using a 0.015inch mandrel. Stretching and deformation evident starting from mid stent and stretched distally past the distal tip. There was deformation evident on the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a severely calcified and moderately tortuous cx lesion exhibiting 90% stenosis. No damage was noted to device packaging . No issues removing the device from the hoop/ tray. The device was inspected and negative prep performed with no issues noted. It was reported that the patient had an existing non-mdt stent implanted in the area from the left main trunk to the left anterior descending artery. It was reported that pre-dilation was carried out of the "stent jail " and the physician attempted delivery of the resolute integrity. It was reported that resistance was encountered during advancement and excessive force was required by the physician. The resolute integrity stent was noted to be stuck at the ostium of the circumflex artery and it could not cross the "stent jail." The physician pulled the device and noted that the stent was deformed. It was reported that it appeared that the device was stuck at the stent jail during retrieval. The physician continued the procedure by delivering a micro catheter and a same-size resolute integrity was implanted successfully.

Manufacturer narrative:
The non-mdt jailed stent had been implanted in the patient during a prior procedure. The non-mdt stent had been implanted in the area extending from the lmt to the lad, and in the reported case, the physician tried to advance the resolute integrity from the jailed stent to the lcx. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.